Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had bur present near the edge of the lens. The deformation can be felt by touch.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is an OEM device. A lot history review is not applicable. The certificate of conformance was reviewed. The vendors confirm that the device serial conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the facility for investigation. Signs of clinical use was observed. There were no signs of blood detected. During visual inspection, there was detected an anomaly past the indicator band, just outside of the lens. Based on the returned condition of the device, the reported failure "dent in material" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had bur present near the edge of the lens. The deformation can be felt by touch.